Manufacturer narrative:
Manufacturing site: asahi intecc ((B)(4)) co., ltd., (B)(4). Attempts were made to gather thorough event information during complaint processing; no further information could be obtained. When the subject device was returned to the manufacturer, it was found that the core wire of the guidewire was fractured. The manufacturer judged this was a reportable case since possibility that the guidewire fragment could have left in the patient could not be excluded in case of recurrence. Therefore, the date the manufacturer became aware of this reportable incident was considered the date the subject device returned to the manufacturer. The subject guidewire and a non-asahi balloon catheter were returned for investigation. The guidewire had its coil wire elongated distal to the middle solder (designed to be at 45mm from the tip). Approximately 6mm proximal to the tip, the inner-most core wire and second-inner twist wire were fractured. The coil wire remained as a single unit. The core wire fracture was observed under a microscope. It revealed both core wire and twist wire were wrenched off as the twist wire got tightened inward. The above findings suggested the whole guidewire was returned. Correlation between the guidewire and the returned balloon catheter could not be identified. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the provided information and the investigation outcome, it is presumed focally accumulated torsion that exceeded the product's design limit was inadvertently applied while the guidewire tip was trapped by the lesion or narrowed vessel. The coil wire was assumed to be elongated along removal of the guidewire from the vessel. There was no indication of product deficiency. The IFU states: [warnings] never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel: [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
The user facility reported to the manufacturer via distributor that there was a problem with the suspect guidewire during pci to treat a cto lesion in the rca. Reportedly there was no health impact on the patient.